Manufacturer narrative:
A general reagent issue was excluded. The investigation found that the gear pump head and syringe seal need to be replaced. The centrifugation time and force was 11 minutes at 2200 x g instead of the recommended 10 minutes at 1300 - 2000 x g or 5 minutes at 3000 x g by the tube manufacturer bd. Further investigation could not be performed due to the lack of information. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 409 pg/ml. The repeated result was 26.2 pg/ml. The sample was repeated on another module and the result was 27 pg/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc were acceptable. The investigation is ongoing.